Event description:
The user received discrepant potassium results for two survey samples when tested on two separate integra 800 analyzers. On (B) (4), sample 1 gave a result of 117.7 mmol per l, sample 2 gave a result of 117.6 mmol per l. The same samples tested on analyzer (B) (4) gave results of 136.2 mmol per l and 136.7 mmol per l respectively. The user stated the discrepant result were from (B) (4). No erroneous results were reported. The field service representative determined there was a defective potassium electrode and replaced it. To verify the analyzer operation, he ran calibrations, qc, precision checks and compared the results with the other integra at the site.

Manufacturer narrative:
A defective potassium electrode was detected on instrument check. Replacement of the electrode solved the issue. The user could not provide further information or the electrode, therefore no further investigation was possible. No adverse events were reported.